Event description:
It was reported by a sales rep that the pt underwent a four-level cervical fusion procedure using rhbmp-2/acs and a resorbable interbody spacer. The pt reportedly experienced cervical swelling, and was re-intubated two days post-op. The pt reportedly has recovered, and is now "fine."

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.